Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00035, -00036, -00037, -00038, -00039, -00041.

Event description:
Allegedly, patient revised due to right total hip instability. (Right)